Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted (B)(6) 2002. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis revealed that the device loss of telemetry and all functions were due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The hybrid was functional throughout 168 hours of biased exposure in the 85c/85% humidity chamber. The analysis was terminated since the hybrid was fully functional with no battery depletion mechanism, such as high system current drain. No hybrid or caf(conductive anode filament) related anomalies were observed. Battery analysis revealed matching discolored spots on adjacent cathode and anode separators. A cathode particle was observed between the anode and cathode. No evidence of insulator breach was observed. The cause for battery depletion was not determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. The device was returned to the manufacturer and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.